Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of high impedance. The etiology was stated as related to the device/therapy and possibly related to the implant procedure. The ins was repositioned and connected for a second time, although the impedance issue was not resolved. The impedance issue remains ongoing. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 3389-28, lot# 0206711195, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: (B)(4) 2017, UDI#: (B)(4); product ID: 3389-28, serial/lot #: (B)(4), ubd: (B)(4) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. The patient had an increase of tics, probably caused by normal battery depletion, or possibly other cause. The patient was admitted for ins replacement. High impedance was measured on the right side of dbs system prior to surgery. During replacement, the new ins was repositioned and connected a second time. The etiology was indicated to be related to device/therapy and possibly related to implant procedure. High impedance persisted after replacement. The cause was unknown, and it was unknown if it was related to the lead or extension. Additional actions included reprogramming on the day of the replacement. An or was planned for (B)(6) 2018 to measure the impedance of all separate parts of the system. The event was considered ongoing. No further complications were reported. Refer to manufacturer report #3004209178-2018-18933 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.